Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient heard a single tone beep last night, and hadn't heard one since. Patient wasn't sure of her refill date and was experiencing any negative symptoms. Telemetry was not performed. It was later reported by the healthcare provider (hcp) that patient had missed refill on (B)(6) 2012. As of (B)(6) 2012 the pump was functioning well at 60 mcg/24 hours. It was further stated that the alarming was due to low reservoir alarm and only 0.4 ml left when checked. On interrogation the programming strips showed that patient's alarm date was changed from (B)(6) 2012 to (B)(6) 2012 on (B)(6) 2012 with no changes made in between. Patient came in for refill past the alarm date. 0.25 ml of old baclofen was removed at the refill, no adverse effects with the patient. Patient tolerated refill well with no problems and was discharged from the office in stable condition. Drug delivered via the device was lioresal 500 mcg/ml.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2011-(B)(6), explanted: unk; catheter model: 8591-38, lot# c73189, implanted: 2011-(B)(6), explanted: unk. (B)(4).